Manufacturer narrative:
Brake cam, hair pin cotter, clevis pin.

Event description:
It was reported by service report that the brakes are broken. No patient involvement or adverse consequences are reported.